Event description:
(B)(4) MDR- after an implantation period of about 24 months, oversensing was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.